Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from the date manufacturer became aware of the event. D6: explant date: four weeks from the bsc aware date additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 29577846, UDI: (B)(4).

Event description:
It was reported that the patient had an allergy to nickel. The patient underwent an explant procedure wherein all device components were explanted. The patient was doing well postoperatively. All explanted devices were not returned.